Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was readmitted due to the driveline infection for surgery, debridement, and drug therapy from (B)(6) 2024. The patient was readmitted again due to the driveline infection for debridement, hemostasis with electrocautery, and drug therapy from (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump related driveline bacterial infection and was admitted on (B)(6) 2024. The patient's blood cultures were positive. The patient received surgery, drug therapy, and debridement. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was readmitted on (B)(6) 2024 for bacterial driveline infection. They received surgical and drug therapy as treatment. The patient underwent invasive surgical debridement without cardiac catheterization. The patient remained admitted until (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.